Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 343 mg/dl. The customer stated that her blood glucose had risen over the past week. The customer stated that three hours ago, her blood glucose was 429 mg/dl and it rose. The customer stated that she had symptoms such as a dry mouth. The customer stated that her shirt was wet and when she took out the needle, it was bent. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer stated that she is unsure. The customer was advised to deliver a manual bolus at 50 units. The customer was advised to monitor her blood glucose values.